Event description:
It was reported that the fixation pin in the femoral cutting block could not be removed with the slide hummer because the bone was very hard.the surgeon tried to remove it again and again, then the pin which was inserted in the medial condyle was broken. The broken particle of the pin was not removed because additional cutting was needed if removed.

Manufacturer narrative:
The evaluation summary will be submitted in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the fixation pin in the femoral cutting block could not be removed with the slide hummer because the bone was very hard. The surgeon tried to remove it again and again, then the pin which was inserted in the medial condyle was broken. The broken particle of the pin was not removed because additional cutting was needed if removed.